Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-11-2017 with the following findings: the black box (bb) data from the date of the complaint had been overwritten due to continued use of the device. The current bb showed multiple no cartridge detected warnings. A load step malfunction was not duplicated during testing and the force calibration was within specifications. There was moisture observed behind the display lens and the leak test failed due to a crack in the pump case. The pump was opened and moisture was found throughout. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.